Manufacturer narrative:
Section b5: the first admission for gastrointestinal bleeding was reported under MFR # 2916596-2023-08714. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was readmitted to the hospital on (B)(6) 2022 with a hematocrit level of 16.7% and a hemoglobin level of 4.9 g/dl. During this admission, the patient required more blood transfusions as well as an additional esophagogastroduodenoscopy (egd). The egd showed additional bleeding arteriovenous malformations (avms) which were cauterized. All anticoagulation therapies were discontinued and on 03jan2023 the patient was discharged in stable condition without further bleeding.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.